Manufacturer narrative:
B5: additional information was received. H6: codes was updated. Section d brand name corrected.

Event description:
Additional information was received stating that the impella was noted to be positioned in the aorta with the pigtail across the aortic valve (av). The device was repositioned under echocardiographic guidance. The patient remained hemodynamically stable throughout the procedure. The impella was successfully returned to the correct position. No issues or concerns were reported following repositioning.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant noticed post-removal of the peel-away sheath and repositioning sheath placement that the valve sheath was leaking. The complainant was suggested to move the catheter a couple of centimeters in each direction prior to final positioning. This did not resolve the issue. The complainant was also suggested wrapping surgicel around the catheter and placing a t-lock, which resolved the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.